Event description:
It was reported that customer experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 22.7 mmol/l. The symptoms for high blood glucose were none. It was not sure if the customer was using auto mode at the time of incident. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.